Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 231 and 128 mg/dl. Tests were done within 7 minutes. Patient's control solution test was 129 (110-148). Pt did not experience any adverse events. No further information has been reported.